Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient's ins was replaced. The patient stated the ins was replaced because they were having many issues with the device. It was noted the patient did not remember when the ins started causing issues. No symptoms were reported. No further complications were reported or anticipated.